Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported during an ep procedure utilizing the cool path ablation catheter a perforation took place in the left atrial appendage. The physician was manipulating the cool path catheter around the entire left atrium collecting model points for the ensite system. It was during point collection when the physician realized a perforation had taken place in the left atrial appendage. The case study was stopped and the patient was surgically treated to close the hole in the left atrial appendage. The patient was reportedly recovering and was stable following the surgical procedure.